Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on sensor and no issues were observed. The sensor plug was seated in mount properly. Data was successfully extracted from the returned sensor using approved software. Removed the sensor plug and inspected the plug assembly, no failure mode observed. Current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Additional visual inspection has been completed, and no issues were observed. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the product were reviewed and the dhrs showed the product passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a tfda user report which contained the following information related to the use of the abbott diabetes care (adc) device. A low glucose reading issue was experienced with the use of the abbott diabetes care (adc) device by a customer: per the report. ¿a low glucose alert occurred on (B)(6) 2026. However, when tested with a traditional blood glucose meter, the readings differed significantly, raising concerns about a potential issue with the medical device. ¿furthermore, after 11 days of wear, a glucose reading by adc device sensor scan of 60mg/dl was compared to a blood glucose test result of 130mg/dl obtained after an unspecified amount of time on a competitor brand meter. It is unknown whether the customer noted a trend arrow on the device. Additionally, the customer was reported to have had customer unspecified third-part treatment from someone other than themselves because of this issue, however that treatment was not indicated in the report. There was no report of death or permanent impairment associated with this event.